Manufacturer narrative:
(B)(4). Date sent: 7/13/2023. D4: batch # 366c12. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload present. The reload was received partially fired 1/10, with the reload pan partially dislodged from the proximal side. In addition, 1 double driver missing. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 366c12, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy the device locked up on the appendix. No buttressing was used. The rep confirmed it had been loaded correctly. The manual override had to be ratcheted six times to remove it. A new device was used to complete the case with no patient consequences.